Event description:
Spontaneous report according to infusion rn, pump failed during infusion. It was acting up saying "error in the line" and "occlusion" etc. She switched the tubing out twice to no avail. After the second tubing switch, the pump setting returned to the beginning of the infusion instead of when they had left off. Rn could not recall at what point the pump had stopped. Advised rn to infuse with gravity tubing for the remainder of the infusion and she agreed. No adverse events reported. Reported to (B)(6) by health professional.